Manufacturer narrative:
A4: patient weight was not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's right ventricular assist device (rvad) was all of a sudden showing no flows. The patient was therapeutic on anticoagulation. A computed tomography (CT) was done and nothing of note was found. An rvad system controller exchange was done, and the flows remained zero. The patient returned to the operating room and clots were found everywhere in the vad and graft. The surgeon revised the inflow apical cuff sewing ring and added extra felt rings and the inflow position seemed better with flow of 3.9. The rvad was rinsed out and placed back into the revised sewing ring. Log files from the backup system controller of the rvad were submitted for review and captured that flow and power began dropping on (B)(6) 2024 at 18:55:02. At 18:55:13 on (B)(6) 2024 flow was at 0.0 lpm and remained there for the rest of the file. Additional log files were submitted for review and captured the driveline was connected on (B)(6) 2024 at 21:27:00 and the flow remained at 0.0 lpm. An intentional pump stop was activated between 23:42:52 and 23:46:44 on (B)(6) 2024. The pump resumed operation on (B)(6) 2024 at 0:46:36 with the pump parameters returning to normal ranges. The pump files showed an increase in rotor displacement and noise on (B)(6) 2024 between 18:54:58 and 23:46:34.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that heartmate 3 left ventricular device (lvad), serial number (B)(6), was placed for right-sided support and heartmate 3 lvad, serial number (B)(6), was placed for left-sided support. The account indicated that clots were found within (B)(6) following a sudden loss of flow on 14aug2024. These events are addressed under the investigation of (B)(6). No information related to (B)(6) was reported by the account. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.